Event description:
The patient claimed that she has had some blood glucose excursion for the last few days. Reportedly, the patient went through a string of low blood glucose for 2 days prior to obtaining elevated blood glucose of 415 and 459 mg/dl. The weather allegedly was hot and the patient was sweating a lot. It was suggested that the patient may have had some hydration issue due to the weather. The patient noted she discontinued pump therapy and took 10 units of insulin via syringe at the time of concern. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged blood glucose excursion. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness or bleeding. However, the infusion site was noted to be lumpy with some irritation from the adhesive. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's activity, diet or medication. There was no evidence of a pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged blood glucose excursion. This complaint is being reported because the patient had blood glucose excursion while she was on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The pump was primed and exercised for 24 hr, no delivery interruption occurred during the test. Pump passed a 29 hr flow accuracy test. Pump was opened and inspected, no intermittent condition was found to the force sensor or to the power circuits. Last basal delivery is recorded on (B)(6) 2013, information from the reported event date is overwritten, no activity outside use is observed at the available data. Tdd add correctly and reveal the programmed basal target. Unrelated to the complaint, pump powers ¿on¿ and displays ¿verify¿ screen. The display is observed to be dim and reddish, a test display screen was used during investigation, the pump was able to power with a fully illuminated display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.